Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into the left subclavian of a patient weighing (B)(6) kg in the intensive care unit. The physician placed the introducer needle and she received blood return. At which time, she attempted to thread the guide wire through the needle but met resistance. She replaced the syringe and attempted to manipulate the needle. The needle then snapped off at the hub of the syringe. The physician feels she was not particularly aggressive with her positioning. The patient is to go the operating room today in an attempt to retrieve the needle. It is within the subclavian vein inferior to the clavicle and not in the soft tissue. It was noted a second cvc was successfully placed in the femoral vein. The needle was surgically removed from the patient successfully. There was no delay in treatment and no patient death reported.